Event description:
Information received from the field notes that the patient was admitted to the hospital. Evaluation showed intermittent loss of capture. Information received also notes a stripped set screw.